Event description:
Pt was hospitalized due to shortness of breath during effort. On echocardiography, there was moderate disturbance to cardiac function. He was referred for elective catheterization. On catheterization, there was chronic occlusion of the circumflex (from an old infarction), borderline stenosis of the left anterior descending artery and significant stenosis of the proximal right coronary artery. Pt received a 3.5 x 12 mm presillion stent with a good result. However, immediately after the catheterization, there was chest pain with st elevation at the inferior wall. He was taken for re-catheterization, which demonstrated thrombosis of the right coronary artery proximal to the stent. After wires and balloons were passed through, the artery was partially opened. However, a spiral dissection developed along its entire length. Several stents were implanted, with an improvement in blood flow in the artery. He was hospitalized for urgent bypass surgery. Add'l info received indicated that a whisper miracle wire and a cordis stabilizer plus wire were used for the procedure and may have caused the dissection.

Manufacturer narrative:
This report is for an unk stabilizer wire. The product is not available for analysis. Add'l info will be submitted within 30 days upon receipt.